Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('since removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("I gained 30lbs since removal") and experienced endometriosis ("endometriosis is getting worse"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal and weight increased outcome was unknown and the endometriosis had not resolved. The reporter considered endometriosis, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, endometriosis and weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('since removal') and device breakage ('might have part of device still in body') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced device breakage (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis is getting worse") and headache ("headache") and was found to have weight increased ("I gained 30lbs since removal"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, device breakage, weight increased and headache outcome was unknown and the endometriosis had not resolved. The reporter considered device breakage, endometriosis, headache, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, endometriosis and weight increased. Might have some parts of device still in body. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('since removal') and device breakage ('might have part of device still in body ') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("I gained 30lbs since removal") and experienced endometriosis ("endometriosis is getting worse"), device breakage (seriousness criteria medically significant and intervention required) and headache ("headache"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, weight increased, device breakage and headache outcome was unknown and the endometriosis had not resolved. The reporter considered device breakage, endometriosis, headache, medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported from social media : medical device removal, endometriosis and weight increased. Might have some parts of device still in body quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: f/u social media processed based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.